Event description:
Pt complains of left arm numbness and tingling, pain under shoulder blade, sleep disturbance, pain shooting through heart and breasts, rash on abdomen, sore hands, tingling, numbness and swelling of hands, dry mouth and nasal passages, joint pain, severe constipation, severe headaches, and fatigue.